Manufacturer narrative:
A ge rep evaluated the system and replaced the ups. The system operates as intended.

Event description:
The customer reported the system ups failed and did not properly allow the system to power down and resulted in an uncommanded system shutdown. No pt injury was reported.